Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited far field oversensing after ventricular pacing. Several anti tachy response episodes were noted. Technical services (ts) was consulted and recommended reprogramming options. This ICD system remains in service. No adverse patient effects were reported.